Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced an image starts to flicker and green stripes appear on the screen issue during a set up procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h3; h4; h6 and h11 corrected fields: e1-fax number: (B)(6). The device was returned to olympus for inspection and the reported ¿image starts to flicker¿ was confirmed. The ¿green stripes appear on the screen¿ was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: video cable was broken and therefore stripes in image occurred. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.